Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of an uncommanded bolus. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. Review of the audit log files confirmed the delivery of an 11.1 u bolus on the date of occurrence. The audit log files showed this bolus was based on a carb entry of 100 g and the confirm button was pressed to begin bolus delivery. The audit logs for previous days show that these 11.1 u boluses based on 100 g of carbs are delivered regularly, as well as 11.25 u boluses. The audit logs showed other larger bolus amounts being delivered frequently, indicating that boluses of 11 u are not unexpected in the user's therapy. The audit logs showed evidence of interaction with the controller to program and deliver the 11 u bolus on the date of occurrence and all previously delivered 11 u or larger boluses. No evidence of an uncommanded bolus was found in the available log files. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone; data not available. Cloud - omnipod 5 software app version; data not available. Cloud - smartphone operating system; data not available. Cloud - smartphone hardware; data not available. Cloud - cgm sensor type; data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the mother of the patient that the omnipod 5 personal diabetes manager had given an unprogrammed bolus that resulted in the patient's glucose level declining to 1.7mmol/l. Hypoglycemia was treated with sugar, juice, honey and other food. A replacement device has been sent.